Event description:
It was reported that a catheter was replaced because of occlusion. Rotor study was not performed. Patient symptoms were not reported. Drugs infused via the pump were noted as "other". There was no patient injury and patient recovered w/o sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.